Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Subsequently, this lead was surgically abandoned, and a replacement product was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.